Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that an altitude alarm occurred. Customer attempted to load a new cartridge onto the pump, and reported consistent drops of insulin was not observed to be exiting the tubing during the fill tubing process. Customer's blood glucose level was approximately 230-300 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm was verified in the pump logs; however, no failure was identified. The alleged malfunction was verified, and the alleged load fill tubing issue was unable to be verified.